Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic proctectomy, the devices had poor staple formation and unable to finish the fire while being applied across the dorsal vein complex. There was incomplete staple line on central. The reload could not get the jaws to close the rest of the way and the reload quit firing. They used another reload to fix the staple line and to complete the case. There was no patient injury.